Manufacturer narrative:
A history review indicated the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.

Event description:
Email was rec'd from a pt indicating that the pt had been diagnosed with pannus in both eyes. Several attempts were made to contact the pt; the pt has not responded. Treating ophthalmologist was contacted. Pt's chart indicated that the pt was seen in 2006 and diagnosed with "pannus od/os from cl overwear. Corneal edema probable association with oral estrogen. Neovascularization. Consider topical steroid if scl dw is tolerated. Rtc or optometrist prn." Several attempts were made to obtain additional, more specific info. No further info is available at this time. Event filed as an MDR as insufficient info was available to rule out a serious injury.